Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a 5.0 cm diameter x 5.0cm long saccular aneurysm at zone 4 approx 7 months ago. The proximal neck diameter was 23mm; distal neck diameter was 26mm. It was reported that 8 days post implantation a CT demonstrated a dissection at the right iliac artery was found. Another manufacturer's stent was implanted successfully to intervene. The physician commented that the dissection occurred because the pt is short in height, and therefore her femoral artery and iliac artery were small. There was also a report of a type ii endoleak from an intercostal artery was found by CT. No treatment was performed and the type ii endoleak will be monitored. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation: results: (arterial trauma/dissection/perforation), (small vessels). Conclusions: (small vessels).